Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to infection. The tibial bearing was removed and replaced. Patient underwent a second revision on (B)(6) 2013 due to infection. The tibial bearing and femoral component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04585 / 04587).